Manufacturer narrative:
After clinical secondary review of this file performed on 04/15/2020 it was decided to remove code chest injury to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/25/2020, conclusion code: cause not established (4315) code was removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/05/2020, it was reported to mentor that the patient¿s date of birth was on (B)(6) 1957, the patient¿s race was caucasian. The initial reporter¿s phone number was (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical secondary review of this file performed on (B)(6) 2020, it was decided to remove code anisomastia and add granuloma code to more accurately capture the reported event. It was reported from the us that a female patient who underwent breast implant surgery with mentor medical devices has experienced bilateral rupture due to trauma to the chest and bilateral granuloma. As per the event description, silicone is leaking into under the arm. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient had experienced a chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure of unknown type with an unspecified gel mentor breast implant and experienced bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 8/29/2019, it was reported incorrectly that the PMA/ 510(k)code is p030053. The actual PMA code is unk. Manufacturer¿s reference number: (B)(4).